Manufacturer narrative:
Stryker evaluated the customer¿s device and confirmed the reported issue. Stryker determined that the cause of the reported issue was due to the power pcb assembly. The power pcb assembly was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device would not power on. There was no patient involvement reported with the event.